Event description:
During total knee procedure, a small piece of metal fell from the saw. The blade was removed and the piece was from the part of the blade that inserts into the saw motor drive. Surgeon aware. Stryker rep notified. Knee irrigated with antibiotic irrigation as usual. Stryker blade and piece retained. Dates of use 2008. Diagnosis: total knee replacement procedure.